Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No a33 alarm noted. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm during our testing noted and passed the motor test. The insulin pump has cracked case at the display window corner, battery tube threads, minor scratched display window and missing the end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported a compromised force sensor system alarm from the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.